Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device does not move and the trigger does not return. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported the device is unable to move, rotation trigger is stiff. This is report 1 of 1 for complaint #(B)(4).